Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing swelling and discomfort at the ipg site and was having frequent charging of the ipg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the ipg site and was having frequent charging of the ipg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the ipg site and was having frequent charging of the ipg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure wherein the ipg will be replaced.